Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated and a conclusive cause for the unintended movement associated with the sleeve steering issue in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the unintended movement of the device when applying m knob. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the patient anatomy however the cds moved towards the atrium roof when applying m knob. The cds was retracted and the alignment between the cds and steerable guide catheter (sgc) was confirmed to be correct. The cds was removed and replaced with a new one. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.